Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 36 mg/dl. Customer was taking shower. Customer did not experienced any symptoms related high blood glucose level. Insulin pump had hairline crack. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment and exposure to moisture found on (B)(6) 2022. Insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. Insulin pump was also received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, delivery accuracy test and keypad voltage test due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Insulin pump was cut open to perform visual inspection and found corrosion on the j1/electrical board 1 connector. Corrosion was also found on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. A test case was used and the original electrical board1, electrical board2, internal battery and motor were installed. Powered the insulin pump on using the aa 1.5v battery and unresponsive keypad noted. The original electrical board 2 was cleaned, installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no unresponsive keypad noted. The insulin pump was able to navigate the menu and continued testing. The insulin pump passed the self test. No unresponsive keypad/keypad anomaly noted during testing. Unresponsive keypad was confirmed due to corrosion on the j1/electrical board 1 connector. No unexpected insulin pump errors/alarms in the insulin pump history for the event date noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment. Unresponsive keypad was confirmed. Unresponsive keypad was confirmed due to corrosion on the j1/electrical board 1 connector. During visual inspection, corrosion was also found on the electrical board 1, electrical board 2, force sensor, motor and vibrator¿assembly noted. Insulin pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.